Event description:
Pt had an eeg examination on (B)(6) 2010. No sign of injury by technician at the time of the test. Pt reported to neurologist 6 weeks after initial exam and presented with hair loss and some bleeding at electrode sites.

Manufacturer narrative:
Pt not seen by reporter after date of initial test. Info describing injury was reported to her by neurologist.